Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is available to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the inspection of the kit in the zimmer biomet spain warehouse, it has been detected that the piece is broken. Not patient involved. No surgery occurred.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. During the inspection of the kit in the zb spain warehouse, it has been detected that the piece is broken. The instrument qty x 1 of item 110026857 / lot. 411500 was returned for review. A visual examination confirms the g7 liner centering ring has a fracture and a piece missing. There is also impact damage to the edge of the centering ring. The most likely cause from the investigation findings is that the centering ring was manufactured february 2015 and has most likely been used in many operations over several years and has sustained damage during use, this has caused a stress riser which has resulted in a fracture of the centering ring. A review of the complaints database shows that we have received 3 reported events for instrument: fracture for the same item number 110026857 prior to the reported event. Risk assessment: a. Severity assessment: the severity associated with the above line is 2. This gives a severity score of 2, potential for extended surgery time. The actual severity score is in line with the risk file. B. Occurrence rate assessment: 27 may 2017 to 24 september 2020: (B)(4) items sold the given period. 3 similar complaints identified. The risk management file documents the estimated residual risk associated with the reported event. The severity of the reported event and calculated occurrence for similar complaints are in line with the risk file the overall score is low risk. No corrective/preventive actions are deemed necessary at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the inspection of the kit in the zimmer biomet spain warehouse, it has been detected that the piece is broken. Not patient involved. No surgery occurred.